Manufacturer narrative:
H4: manufacturing date ¿ added. H3: device evaluated by mfg ¿updated. D4: expiration date - added. D9: product available to stryker ¿ updated. D9: returned to manufacturer on ¿updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the stent was noted to be deformed. The stent introducer sheath and stent delivery wire sdw were not returned. A functional inspection could not be performed as the stent was deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported 'stent deployed prematurely during use' was visually confirmed during inspection of the microcatheter hub. The reported 'stent difficult/unable to advance or pullback through catheter' could not be duplicated as the stent was no longer loaded on the sdw. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'normal'. It was reported that 'when the stent went into sl-10 resistance was encountered. After the stent went into sl-10, the delivery wire separated, and the stent got stuck in sl-10. So, the operator withdrew the sl-10 and replaced it with another sl-10 to deliver a new 4.5*21 atlas stent to deploy successfully. No impact to patient'. Note: the atlas device was being used in an internal carotid artery ica stenosis case. Per the neuroform atlas dfu, 'the neuroform atlas stent system is indicated for use with bare metal embolic coils for the treatment of wide-neck intracranial, saccular aneurysms'. The stent was returned for analysis fully deployed inside the lumen of the returned microcatheter (in the proximal section of the microcatheter). The stent was no longer present on the sdw. Once removed, the stent was noted to be significantly deformed. The introducer sheath was not returned for analysis, and neither was the stent delivery wire (sdw). The event description notes resistance when the stent was being advanced inside the microcatheter. Therefore, it is possible that the introducer sheath was initially set up correctly but subsequently moved proximally prior to stent advancement out of the sheath. This would result in a gap between the distal end of the sheath and the microcatheter lumen. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into this gap. The user will then experience increased resistance while attempting to advance the stent through the microcatheter. This is one possible explanation to explain the analysis findings. An assignable cause of procedural factors has been assigned to the as reported 'stent difficult/unable to advance or pullback through catheter' and 'stent deployed prematurely during use' and as analyzed stent deformed' and 'stent deployed prematurely during use' as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during basilar artery ba stenosis case when the subject stent went into microcatheter, resistance was encountered. After the subject stent went into microcatheter, the delivery wire separated, and the stent got stuck in the microcatheter. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during basilar artery ba stenosis case when the subject stent went into microcatheter, resistance was encountered. After the subject stent went into microcatheter, the delivery wire separated, and the stent got stuck in the microcatheter. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.